Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) oversensed noise and varying amplitudes resulting in inappropriate shocks. The shock impedances were high but not out-of-range. Imaging identified that the device was not on the fascia but rather between adipose tissue layers. Surgical intervention was performed, and the device was repositioned. During defibrillation threshold (dft) testing shock impedances were still high but lower than previously recorded measurements. The device was again repositioned, but this did not resolve the high impedances. The physician elected to complete the procedure despite the high impedances.